Event description:
It was reported that the neo-fit ett holder delaminated from its own adhesive backing while on infant, no harm to patient but it was a near miss. No additional information is available. 42-2540 neo-fit (B)(4).

Manufacturer narrative:
Device location is scheduled to be returned. Once the investigation has been completed, a follow-up MDR will be submitted.